Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device, stating that due to being unable to obtain readings when using the adc application due to blank screen and the customer therefore was unaware when they became hypoglycemic. The customer lost consciousness and was taken to hospital via ambulance. The customer was treated with sugar-water in ambulance, and it is unknown if further treatment at hospital was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed and the user reported a black screen and not being able to scan a sensor with the freestyle librelink special edition app. An attempt to replicate the user¿s complaint using a similar configuration(freestyle librelink special edition app and a5x device) was performed and complaint was not able to be reproduced. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device, stating that due to being unable to obtain readings when using the adc application due to blank screen and the customer therefore was unaware when they became hypoglycemic. The customer lost consciousness and was taken to hospital via ambulance. The customer was treated with sugar-water in ambulance, and it is unknown if further treatment at hospital was required. There was no report of death or permanent injury associated with this event.